Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced both high and low blood glucose. The customer's blood glucose during the incident was 449 mg/dl. They treated with manual injections. The customer also had experienced a high blood glucose of 549 mg/dl, which was treated with insulin pump. The customer's low blood glucose was 59 mg/dl. Their current blood glucose was 164 mg/dl. The customer declined troubleshooting on insulin pump. The insulin pump will not be returned for analysis.